Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. Device evaluation: the product testing could not be performed as the product was not returned as the product was discarded. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +19.0 diopter) was explanted from patient¿s right eye in secondary surgical procedure because of patient not happy with visual outcome. Reportedly there was no patient injuries, no other surgical intervention, no contributing medical history. Patient is doing fine. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.